Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's hip area (where the device was located) and leg had swollen up and it had been painful for the last two weeks; when they get up in the morning it's swollen. The patient tripped and fell two weeks ago. They went to the hospital and they checked it out and said it was fine; when they went to a different hospital they did a cat scan because they thought they pulled a hamstring but it was fine. The patient cannot walk because of the pain and has an appointment with their healthcare provider on (B)(6). They also reported their implant was not working as well as it should and sometimes the implant would control itself and shocks them for 20-30 minutes. Their body starts vibrating, tingling, and the implant kicks on then shuts itself off. They used their patient programmer to adjust the settings but it didn't help. No further complications reported about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the swelling, pain, and shocking was probably caused by the patient¿s lumbar radiculitis, not a malfunction of the spinal cord stimulation (scs) device. The hcp stated that a manufacturer representative ran diagnostics and an MRI was done on (B)(6) 2017. It was noted that they were going to get three doctors¿ opinions on (B)(6) 2017. No further complications were reported or anticipated.